Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display,keypad anomaly and damage to pump. Customer reported damage to battery cap and damaged retainer ring. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. It was unknown that the customer will continue using the device or not and the pump will not be returned for analysis.